Event description:
During baxter's functionality testing, it was found that a spectrum pump had a system error 105 alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "system error 105" alarm was confirmed during evaluation. The reported symptom was observed during power up and caused by a failed motor (flex). The failed motor assembly was replaced.